Event description:
During abdominal colon surgery, stapler misfired causing difficulty during surgery. The stapler misfired 2 times with 2 separate reloads. Staff got a new reload and then a new handle. After that, switched to a different stapler altogether.